Manufacturer narrative:
Thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). Review of the account¿s submitted log files confirmed slight elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events, as well as a correlation between the confirmed thrombus and the reported events, could not be established. (B)(6), was returned assembled with the driveline (dl) severed approximately 2.5¿ from the pump nipple housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. (B)(6), appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(6), , a small, tissue-like deposition was observed within the proximal-side of the outlet stator. The texture and color of the observed deposition appeared to have been altered by the application of a fixative agent. The lack of areas of denaturation indicated that this deposition was not present for an extended amount of time while (B)(6), was supporting the patient. Additionally, the lack of laminated layering suggests that this deposition did not form in the outlet stator and likely, originally formed elsewhere; however, its specific origin could not be conclusively determined. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if this deposition was present in the pump during operation, it could have caused increased resistance on the rotor, resulting in the slight elevations in pump power captured in the submitted log file. In addition, it could have potentially contributed to the report of elevated ldh. Upon removal of the deposition, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Section 1 of the heartmate ii lvas IFU, ¿introduction¿, lists hemolysis, right heart failure, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29mar2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing heart failure (hf) symptoms with elevated lactate dehydrogenase (ldh) in the 2,000 u/l. Highest power seen on interrogation was 7.7. Most seemed to be in high 6 or low 7. Log file submitted revealed flows to be higher than normal parameters for the set speed of 9800 rpm, which is usually caused by something building upon the rotor of the pump. The reported right heart failure (rhf) was due to fluid overload in which the patient was placed on diuretics. On (B)(6) 2021, the patient underwent a pump exchange. Since the exchange, the patient improved however was to be monitored. No additional information reported.